Manufacturer narrative:
(B)(4).

Event description:
It was reported that coronary sinus was dissected with sweating due to insertion of the delivery system. No information about the patient status after the event.